Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system during an anterior repair procedure around the beginning of (B)(6) 2013. The patient was kept in the hospital overnight per usual protocol. During this time, she had a severe coughing episode, which caused both of the mesh legs to pull out of the sacrospinous ligaments, although they had reportedly been implanted properly. As a result, the patient's prolapse returned. Consequently, the entire mesh device was explanted two weeks later. No additional medical intervention is planned for the patient, who is over 18 years of age and is reportedly in okay condition. The physician does not believe that the coughing episode was related to the uphold device.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.